Manufacturer narrative:
(B)(4). The actual device was returned for evaluation and testing. The craniotome device was evaluated and the reported condition that the device was loose when attached was confirmed. An assessment was performed and it was observed that the laser etching of the device was worn off and the tip of the device was drilled and bent. It was also noted that the device was too noisy, the color ring was damaged, and the bearing was damaged. It was determined that the device failed pretest for vibration assessment. It was determined that the root cause of the worn off laser etching was due to wear from normal use and servicing. It was determined that the condition of the drilled into and bent tip was due to excessive side load when using the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the craniotome device was loose when attached. During in-house engineering evaluation it was observed that the tip of the device was drilled into and bent, and the device failed vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.